Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event ¿ ni, manufacture date ¿ ni.

Event description:
Reportable; the surgeon stated he was unhappy with the drill and unhappy with what happened to the bone when he drilled.